Manufacturer narrative:
H6: investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Due to the batch being unknown, no DHR can be completed. H3 other text : see h10.

Event description:
It was reported that the bd micro-fine¿ + insulin syringe with needle had incorrect scaling. The following information was provided by the initial reporter, translated from german to english: "incorrect scaling."

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that the bd micro-fine¿ + insulin syringe with needle had incorrect scaling. The following information was provided by the initial reporter, translated from (B)(6) to english: "incorrect scaling".